Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(4) reviewed the open call for (B)(4). (B)(4) - centration is good with minimal suction. Minor to major movement is noted throughout treatment. Root cause: patient movement contributed to possible double cuts to capsulotomy resulting in a weaken capsule area. Laser functioned as designed. Improve/innovate/control: stabilization of the patient's head to reduce movement.

Event description:
(B)(4). Anterior capsular radial tear - issue: on (B)(6) 2022 (B)(6) on site at (B)(4) for surgeon training with dr. (B)(6). A tagdefender was noted prior to treatment on case #182. Tag defender was acknowledged, and (B)(6) explained the options. Dr. (B)(6) proceeded to treat. The capsulotomy was completed about 90 % around except 10 degrees inferior. At the microscope it was noted by the surgeon the cornea had some tear film irregularity inferiorly at the site of the incomplete capsulotomy. Dr (B)(6) proceeded to finish the capsulotomy manually and had a radial runout to the periphery. His view was limited by the tear film and surfaceirregularity. During the ia the tear extended to posterior. Dr (B)(6) completed a brief anterior vit and implanted a sulcus lens successfully.